Event description:
It was reported that, on an unspecified date, a plum 360 infusion pump became very hot during its activity. The plastic feet have leaked. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Manufacturer narrative:
Investigation summary. The customer reported the following problem: "the pump gets very hot during operation. The plastic feet are leaking." The customer complaint could not be confirmed. The possible cause is a defective battery. The door was heavily soiled and its function was severely impaired. The door was replaced. The plastic feet were inspected and found to be undamaged. The pump performance was normal in all subsequent tests. The pump passed all pvt tests. Device event log/alarm history was reviewed and no unusual records were found. A review of 12 month service history was performed and no relevant history was found.